Manufacturer narrative:
Insulin pump was received with unexpected restart error alarm after battery changed due to voltage leak on connector on interface board. Unit had minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that she received another unexpected restart alarm. Customer's blood glucose level was not reported. The unexpected restart was recurring during normal insulin pump use. The customer was advised that the device would be replaced and agreed to return the product for analysis.